Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change on the ilet system, the patient experienced an occlusion alarm, was unable to see drops during fill tubing when disconnected with a reported blood glucose of 261 mg/dl, and later discovered the cartridge contained no insulin; a new infusion set and connector were installed and insulin delivery resumed, with education provided on the press-and-hold procedure and use of the infusion set and tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to the infusion set/tubing and procedure, specifically improper or incorrect method during setup. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.